Event description:
It was reported that the doctor attempted to deploy the filter 2cm below the renals. When the filter was deployed, one set of legs twisted and the top of the filter tilted approximately 45 degrees with the tip of the dome in the cava wall. The filter was positioned at the level of the renals. The doctor decided to remove the filter with a recovery cone and various catheters. This was unsuccessful due to the position of the filter. It was reported that the legs were firmly in the cava wall. The doctor decided to place another filter caudal to this one. The pt is fine.